Event description:
Patient here for diagnostic heart catheterization for aortic valve surgery work up. Right heart catheterization & coronary angiograms completed. Cardiologist crossed aortic valve with straight wire and 5fr al1 catheter; exhanged for langston catheter. Left ventricular and aortic pressures obtained. Then waveforms appeared to dampen. Transducers troubleshooted by cardiologist and scrub tech. Repeat nibp cycled and noted to be lower than baseline. Pressors started. Echo ordered. CT surgery notified. Patient prepped for pericardiocentesis. While getting access, micropuncture wire broke off in body. CT surgery consulted by cardiologist. Pericardiocentesis done with 200cc sanguinous output. Patient taken to cpu with ccu rn to be taken for surgery when cvor available. Manufacturer response for stiffened micro- inducer kit, angio dynamics (per site reporter). They thanked me and said they have never had this issue happen before. They are investigating.